Event description:
Seriously injured during colonoscopy (B)(6) 2017 at (B)(6), during colonoscopy procedure. Have ongoing serious nerve, muscle, pain issues that remain undiagnosed by gastro clinic, primary care physician and physical therapy staff. Symptoms: pain deep inside abdomen feels like legs being cut off, groin area feels tight, can't sit, stand or lay comfortably; pain radiating down both legs to feet; physical therapy exercises provided by physical therapy are not only not helpful but have made condition worse; in pain from belly button down 24/7 for past two months. Pain medication doesn't help, and side effects of nerve medication make this inappropriate to use.